Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the verbatim clinicians on 8a felt the air was worse with saline and were told by clinical leaders to prime with blood. On 8a heme-onc it was described that ¿the filter emptied¿ upon pressing start on the pump and air was noted all throughout the pumping segment.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.